Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2026, product type: catheter. Product ID: 8780, serial# (B)(6), product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 19-oct-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump did not contain medication at the time of the event. It was reported that the doctor could not put the catheter through the spinal needle and though he may have bent the needle during a difficult insertion. In regard to any environmental, external, or patient factors that may have led or contributed to the issue, the doctor felt that he kept hitting bone. X-rays were used to better visualize. In regard to actions/interventions taken to resolve the issue, a different spinal needle was used. Another catheter had to be opened. The serial number with the spinal needle concern was (B)(6). Only the spinal needle from serial number (B)(6) was used; there were no complaints with this product. The issue was resolved.

Manufacturer narrative:
H3: the catheter was returned as part of this investigation and analysis identified no anomalies on microscopic inspection, the catheter was patent, and passed pressure leak testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.